Event description:
The customer reported generation of high patient results for ion selective electrode (ise) including sodium (na), potassium (k) and chloride (cl) due to low anion gaps involving their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and identified a defective degasser. The fse replaced the degasser unit to resolve the issue. The fse verified analyzer resumed normal operation. Patient information: information not provided by customer. The beckman coulter internal identifier is (B)(4).